Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital experiencing bradycardia with an intrinsic heart rate of 30bpm. The lead was exhibiting high thresholds. The physician reprogrammed the lead and will continue to monitor the patient. No further patient complications have been reported as a result of this event.